Event description:
It was reported that this right atrial (ra) lead exhibited a high out-of-range pace impedance measurement of 2029 ohms from ra ring to can. In addition, ra lead noise with oversensing was observed on the presenting electrogram (egm). Review of chest x-rays ruled-out a potential header issue. This ra lead remains in service at this time, however system replacement was anticipated. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).